Event description:
This is being filed as after the clip (40923u1/(B)(4)) was deployed, it detached from the anterior mitral leaflet and remained attached to the posterior leaflet. The patient underwent mitral valve replacement the next day and is considered surgical intervention. It was reported that on (B)(6) 2014 a mitraclip procedure was performed and one clip (40623u2/(B)(4)) was implanted reducing the degenerative mitral regurgitation (mr) grade from 4 to 1. The mr grade returned to 4. There was a big prolapse at the posterior leaflet and only a part of the posterior leaflet appears to be fixed in the clip. The recurrent mr appears to be caused by the prolapse and it was unknown if the clip contributed to it. A second mitraclip procedure was performed on (B)(6) 2015. As the clip (40923u1/(B)(4)) was to be placed medially to the implanted clip, visualization and leaflet insertion assessment was difficult due to the previously implanted clip. Although it was difficult to grasp the leaflets due to the medial placement, the clip was able to be placed on the leaflets and deployed. However, one minute after deployment, the anterior mitral valve leaflet "dissolved" and the clip was no longer attached to it. No additional clips were implanted and post procedure the mr grade remained at 4. Surgical mitral valve replacement was performed the next day. Post surgery, the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip. The customer reported the mitraclip was explanted and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip (40623u2/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets and the slda appear to be related to procedural/patient conditions and not a product quality deficiency. The patient effect of worsening mitral regurgitation, and tissue damage (mitral valve injury) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the lot history record revealed no non-conformances for the lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.